Event description:
The customer initially reported residue in scopes. While onsite to assess the unit, the asp field service engineer (fse) found a "blown" heater fuse. The customer stated that they had not realized that the heater light was off so they did not extend the disinfection cycle time. The customer stated that there were no pt injuries. The fse repaired the unit.

Manufacturer narrative:
Heater light off, capital equipment, unit evaluated at the facility. The fse replaced the fuse and tested the unit. The unit met MFR specifications.